Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on 25oct2023. It was reported that balloon leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left lower leg. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, balloon leak occurred. The balloon was removed, and another balloon catheter was used to complete the procedure successfully. No patient complications were reported. However, returned device analysis revealed that balloon had a pinhole.